Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device showed a message regarding the lead impedance. This message is presumed associated with high impedance. No diagnostic tests were performed. The patient¿s device was not disabled as the no patient adverse events were reported and the patient was not having any side effects associated with high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. Operative notes were received indicating that the patient¿s replacement generator along with the existing lead showed high impedance. The surgeon did not observe any breaks in the lead. The lead was then replaced and lead impedance was within normal limits. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.